Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed patient side occlusion test and will not calibrate. It was reported there was no patient involvement.

Manufacturer narrative:
Investigation has not been completed. We will follow up again with full results.

Event description:
It was reported that the device failed patient side occlusion test and will not calibrate. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 6/19/2014 to the present date 10/24/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed patient side occlusion test and will not calibrate. It was reported there was no patient involvement.